Event description:
I had my essure implanted approx 2 years ago. The procedure is supposed to take 10 minutes the ob/gyn that inserted them but mine ended up taking over an hour and was excruciating. I couldn't even walk afterwards and had to have my husband pick me up because I was in too much pain to drive, even tough I was told it was simple and I wouldn't need a driver or anyone to come with me to the appointment. I started to develop dermatitis on my right eyelid in (B)(6) of 2013. Over the next few months it kept spreading to other areas on my face and then on the front and back of my neck. I went to my dermatologist twice and was given prescription creams to use, which didn't help. It became so bad that I couldn't go to work some days nor do some of my regular activities because my eyelids and face were so red and raw. It also hurt to wear scarves and clothing that would rub up against my neck. I ended up going to an allergist where I was given a patch test on my back. Turns out I have a nickel allergy. I've since had to cut out all food and drinks with nickel in them, which is a ton of items, and a complete life change. I can't wear jewelry because my skin reacts badly and turns red and itches. I can't wear anything that has metal on it that will touch my skin, touch money, or a plethora of other items that are metal based. So far all prescription and otc allergy medications, lotions and creams do not help so I suffer on a weekly basis from this allergy. I had to have surgery on (B)(6) by an ob/gyn to have my fallopian tubes and essure implants removed. It's been almost 3 weeks and non of my nickel symptoms have subsided so I've now been referred to (B)(6) to be seen by their dermatology department for more detailed testing. I also tested positive for dog, shellfish, bacitracin and carba mix allergies as well as the nickel allergy. I've never had issues with allergies before this all started.